Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ka5j, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type lead; other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who had an implantable neurostimulator (ins). It was reported by rep that patient's implant was going to be replaced due to lead fracture without a known cause. Then on (B)(6) 2019 rep further reported they didn't know if the lead was fractured or not. More information was received on (B)(6) 2019 with rep reporting that the patient had a motorcycle accident that fractured the lead. There was impedance on all electrodes. Patient said symptoms came back immediately after accident. Patient motorcycle accident was around a year ago. The lead was explanted and replaced with a new one. Damaged lead was discarded by the hospital. No further complications were reported or anticipated.